Event description:
A malfunction on the pump was reported by the caller, identified with a malf 5 error code. There was no adverse impact on the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Technical support planned to replace the pump, and the customer was advised to use multiple daily injections (mdi) as backup therapy. The customer was informed about the updated software in the replacement pump, the steps for using sensors, placing the pump into storage mode, and returning the malfunctioning pump.